Event description:
Currently, [redacted] has approximately 250 active units in service. Of those, 66 devices have been identified with cracked or damaged outer casings. This condition presents both an infection prevention concern and a potential safety risk. Compromised housing may allow fluid ingress during cleaning and disinfection, which could expose internal components and increase the risk of device malfunction or electrical hazard.